Manufacturer narrative:
This supplemental report is being submitted to provide additional results found in the investigation. Updated fields: d8, d9 returned date, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure of no image on the monitor was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects were found in the grip, up-down knob, right-left knob, scope cover unit, light guide protector, nozzle, protector of universal cord on control section, and in the protector of universal cord on connector side. A root cause could not be identified. Based on the results of the investigation, the definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image displayed during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.